Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. Concomitant medical products: item number: 010000997 or 0100009980, item name: g7 screw 6.5mm x 20mm or g7 screw 6.5mm x 25mm, lot #: 6310203 or 6268769. (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 11100. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during implantation the screw head penetrated through the shell hole. Attempts have been made and no additional information is available at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. (B)(4). Reported event was unable to be reviewed with the limited information provided. Device history record (DHR) was reviewed with no deviations identified. Root cause could not be determined with information available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.